Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the trapezoid basket captured a stone. However, when pulling the handle, the basket did not fully expand to release the stone. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Block h11: the returned trapezoid rx was analyzed, and it was found during visual and microscope inspection that the side car rx was pushed back 3 mm. A functional test found the basked was able to open and close as intended. No other issues were noted. The reported event was unable to be confirmed. It was not possible to replicate the behavior of the device with the stone during the procedure. Due to this condition, the most probable root cause cannot be established. It is important to highlight that during functional test, the device was actuated and the basked was able to open and close as intended. Side car rx pushback was most likely due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. When this force is applied, the working length tends to "retract" itself and therefore, push back the side car rx. Therefore, the most probable root cause for the problem found during analysis is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2025. During the procedure, the trapezoid basket captured a stone. However, when pulling the handle, the basket did not fully expand to release the stone. No patient complications were reported as a result of this event. No further information has been obtained despite good faith efforts.